Event description:
It was reported that the strip printer on the programmer was not printing. The paper polarity was verified, but the micro switch could not be seen. The programmer was returned for repair, analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer was not printing due to a broken printer switch. It was also noted that the electrocardiogram (ECG) connector on the link electronic module (lem) circuit board was loose, and the system fan and power supply fan were noisy. Concomitant products: product ID 2067 radiofrequency (rf) head. (B)(4).